Event description:
The pt found the catheter out of body when he was at home. The doctor had to retract the catheter. The cuff is still in pt's body.

Manufacturer narrative:
The complaint of a detached surecuff and heat sleeve is confirmed. Gross and microscopic examination confirm a complete separation of the surecuff/heat sleeve from the catheter. At this time the mechanism of damage is undetermined. The detached heat sleeve/surecuff was not returned for eval. A lot history review (lhr) of revg1020 showed (B)(4).